Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5068j pta dilatation catheter allegedly experienced longitudinal balloon rupture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest products is identified in d2. H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for material rupture, peeled pebax and frayed fibers. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned device confirmed the presence of the rupture. However, a definitive root case of the alleged malfunction is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5068j pta dilatation catheter allegedly experienced longitudinal balloon rupture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.